Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 241-357 mg/dl.